Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was experiencing pain in the scrotum and penis with an inflatable penile prosthesis (ipp). During in office follow-up, resistance was noted in the pump, however, it was determined that the device was operating normally. The physician suspected the pain could have been result of crepitus. As the cause was not conclusively determined, the physician elected to remove all components. A new ipp system was implanted. There were no patient complications.